Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 43 year-old female patient who had essure inserted (lot no. He0114x) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspereunia") and mental disorder ("mental disorder"). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 15-apr-2024: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Device breakage during removal [device breakage] perforation of the uterus or other structure [uterine perforation] perforation of the uterus or other structure [perforation of organ] pain, including chronic pain [pelvic pain female] abnormal bleeding [bleeding genital] device migration with associated complications including bladder, bowel, and urinary problems; [device dislocation] device migration with associated complications including bladder, bowel, and urinary problems; [bladder disorder] gastrointestinal disorder [gastrointestinal disorder] urinary tract disorder [urinary tract disorder] device intolerance [device intolerance] hypersensitivity [hypersensitivity] complication of device removal [complication of device removal] dyspereunia [dyspareunia] mental disorder [mental disorder] bloating [bloating] headache [headache] dizziness [dizziness] fatigue [fatigue] tingling [tingling] case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 43 year-old female patient who had essure inserted (lot no. He0114x) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). The patient had a medical history of endometriosis, vaginal bleeding, blurred vision, anemia, breast cyst, parity 2 (vaginal deliveries), coital bleeding, oligomenorrhoea, irregular menstrual cycle, depression, vaginal discharge, depression, headache, palpitation and dysfunctional uterine bleeding. Previously administered products included: mirena, microgynon and oral contraceptive nos. The patient had a family history of cancer and endometriosis. Concurrent conditions were listed as uti, dizziness, fainting, depression, back pain, shoulder pain, neck pain, fatigue, anxiety disorder, menorrhagia, bloating, constipation, stress urinary incontinence, micturition frequency, polymenorrhoea, low back pain and menorrhagia. Concomitant products included norethisterone (norethisterone acetate), ferrous fumarate, levonorgestrel, sumatriptan (sumatriptan succinate), nitrofurantoin, estradiol (estradiol hemihydrate), depo provera (medroxyprogesterone acetate), naproxen, citalopram (citalopram hydrobromide), codeine (codeine phosphate hemihydrate), paracetamol al comp (codeine phosphate hemihydrate, paracetamol), ibuprofen (ibuprofen sodium) and amitriptylene (amitriptyline hydrochloride). On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspereunia"), mental disorder ("mental disorder"), abdominal distension ("bloating"), headache ("headache"), dizziness ("dizziness"), fatigue ("fatigue") and paraesthesia ("tingling"). The patient was treated with surgery (laparoscopic hysterectomy, bilateral salpingooophrectomy). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal distension, bladder disorder, device breakage, device dislocation, device intolerance, dizziness, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, mental disorder, paraesthesia, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The reporter commented: upon insertion 2 coils on right, 2 coils on left. Diagnostic results (normal ranges are provided in parenthesis if available): [pregnancy test] on (B)(6) 2023: negative [ultrasound breast] on (B)(6) 2016: report ultrasound right breast in the upper outer quadrant shows 2-3 small cysts measuring 4-5 mm and normal surrounding tissue. Reassured; on (B)(6) 2017: reason for exam: diagnosed cysts last year right breast, feels they are getting larger and uncomfortable last couple of months. O/e a thickened area felt ruoq. Report: scanning over the marked area at 10 oclock there is a well-defined anechoic cyst measuring 5 mm, there are several other tiny sub-5 mm scattered anechoic cysts seen in the right upper outer quadrant consistent with benign breast change. No suspicious features in the right upper outer quadrant; on (B)(6) 2023: ultrasound left breast upper outer quadrant scanning over the marked area at 2 o'clock shows normal glandular breast tissue. Low in the axillary tail there is a normal looking lymph node identified cortical depth measuring 2 mm. No suspicious features [ultrasound pelvis] on (B)(6) 2012: no obvious midline endometrial focal abnormality iucd(intrauterine contraceptive device) is visualized in situ.no obvious focal adnexal abnormality or pelvic free fluid visible on ultrasound; on (B)(6) 2013: anteverted uterus with ius noted in the uterine cavity, correctly sited.; on (B)(6) 2017: both essure coils are noted, however the left coil appears to have advanced into the myometrium and the tip appears to be situated within the endometrium when compared to the previous ultrasound images of may2016; on (B)(6) 2021: reason for exam: heavy painful periods with bloating. She thinks worse since insertion of essure coils for contraception; heavy painful periods with bloating. She thinks worse since insertion of essure coils for contraception. The essure coils can be visualized within the cornua of the uterus. The coil within the left fallopian tube can be visualized within the endometrial cavity. The coil within the right fallopian tube appears to have slightly migrated, sitting approximately 5mm away from the endometrial cavity. Please note, ultrasound cannot exclude posterior displacement; on (B)(6) 2022: ncreasing pain, change in endometrioma size. Report: normal contours of anteverted uterus. The previously seen essure coils are seen within both tubes, as previously stated, the right-sided to essure coil reaches the right cornua and the left-sided essure reaches the uterine cavity. Normal appearances of the surrounding uterine cavity and myometrium. Conclusion: the right ovarian endometrioma persists, minimal changes seen from previous scan performed in nov 2021 [ultrasound scan] on (B)(6) 2016: both essure coils seen correctly placed normal uterus and ovaries; on (B)(6) 2023: finding: the superficial lump indicated by the patient to the left of the mons pubis corresponds to an elongated hypoechoic structure within the superficial tissues of the groin. This area lies immediately below the skin surface and measures approximately 28 x 3 x 8 mm. There appears to be some low-level internal echoes within the structure and possible acoustic enhancement posterior to it suggesting it may have a fluid content. A trace of vascularity is seen within and at the periphery of this structure. The suggestion of a punctum is seen in transverse section however this was not wellvisualized/confirmed in longitudinal section. The patient reports a history of discharge from this area. Ultrasound appearance are non-specific. Several small lymph nodes, demonstrating a normal internal architecture and size are seen within the left groin. No evidence of a femoral or inguinal hernia demonstrated. [X-ray] (date unknown): only one essure coil found on histology. Other coil retained abdominally or in pelvis. Axr to rule out please. Report: no essure coil visualized within the abdomen quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. New events bloating, headaches, dizziness, fatigue and tingling were added. Lab data updated. Medical history & concomitant conditions were added. New reporters are added. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device breakage ("device breakage during removal"), uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and pelvic pain ("pain, including chronic pain") in a 43 year-old female patient who had essure inserted (lot no. Ess305/he0114x) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("complication of device removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced device breakage (seriousness criterion medically important), uterine perforation (seriousness criterion medically important), perforation (seriousness criterion medically important), pelvic pain (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding"), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("gastrointestinal disorder"), urinary tract disorder ("urinary tract disorder"), device intolerance ("device intolerance"), hypersensitivity ("hypersensitivity"), dyspareunia ("dyspereunia") and mental disorder ("mental disorder").essure was removed on (B)(6) 2023 at the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.